Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to unknown reason. Patient is doing well postoperatively. No products to return.